Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. Idea testing observed a system error 345. Evaluation was unable to reproduce the system error 345 due to a clean load point 2 error which occurred at power up. The cause of the system error 345 was identified to be a failed ultrasonic sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.